Event description:
It was reported that the device failed to pace likely due to premature battery depletion. The device had triggered elective replacement indicator (eri)/end of life (eol) and could not be interrogated. The patient had been lost to follow for the past year. The patient had a temporary pacing lead inserted until a generator change could be performed. The device was explanted and replaced. No patient complications have been reported as a result of this event. .

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device failed to pace likely due to premature battery depletion. The device had triggered elective replacement indicator (eri)/end of life (eol) and could not be interrogated. The patient had been lost to follow for the past year. The patient had a temporary pacing lead inserted until a generator change could be performed. The device was explanted and replaced. No patient complications have been reported as a result of this event. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.